Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. The foam particle contamination was found inside the blower kit. In addition, the service technician also noted dust contamination and error codes e065 (err_stuck_encoder_a) and e066 (stuck_encoder_b) were present. The device was scrapped by the service center after the evaluation was completed.